Event description:
It was reported that a small volume intermate had white floating particulate matter. This was identified during storage. The device was filled with an unspecified amount of amikacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured november 11, 2014 ¿ november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 0.50 square mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.